Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This account has reported a general blunting of their quickset reamers. It applies to random sizes across 6 sets of instruments. Surgery delays are being seen a few minutes per case.

Manufacturer narrative:
Product complaint # (B)(4). This medwatch report was initially submitted on 9/22/2022.this report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.